Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'white screen' which was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a depressed battery pin on rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen. This occurred during an upgrade attempt by the technician. There was no report of patient injury or medical intervention associated with this event. No additional information is available.